Event description:
The patient has been trached since shortly after birth. Per the doctors instructions; the trach was to be changed every 24 hours. The trach involved in the incident was inserted on tuesday. In the next day, the patient was due for a trach change, the nurse was unable to remove the device. The physician was called to remove the device and was successfull. The patient had no adverse sequelae.

Manufacturer narrative:
Customer has not yet returned the device to the manufacturer for device evaluation. When and if the device becomes available, and is returned and evaluated, the manufacturer will file a follow-up report detailing the results of the evaluation.